Manufacturer narrative:
The lead was damaged during the extraction and was discarded following the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had low out-of-range shock impedance measurement. Boston scientific technical services (ts) indicated that the insulation is likely compromised and recommended replacing the lead. Surgical intervention was performed and the lead was explanted. There was evidence of twiddlers syndrome. No additional adverse patient effects were reported.